Event description:
During a lap colon procedure, the device was working fine during most of the procedure. Halfway through the device generated an error tone that was not resolvable during the procedure. Therefore they had to open an additional device to complete the case. No patient consequence.